Manufacturer narrative:
The complaint device is not being returned; it was discarded at the user facility and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an nc not related to the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. While one possible root cause could be the tip of the needle struck bone or another hard object as the needle was being passed through tissue, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should any additional information be received in the future regarding this complaint, this file will be reopened at that time and a follow-up report will be filed.

Event description:
Our sales rep reported that the distal tip of one of his trunk stock expressew iii needle's broke off in the patient while the surgeon was passing suture in a rotator cuff procedure. The sales rep stated that the surgeon commented the tip was buried deep in tissue, did not look for the broken tip, and no x-ray was taken to try and locate it. The surgeon completed the procedure with no reported adverse patient consequences. The fragment remains in the patient. The complaint device was discarded by the customer.